Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to loose/protruded drive support disk. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime alarm. The insulin pump passed unexpected restart test, self test and all operating currents are within the specification, no unexpected low battery or off no power alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime/fill anomaly. Customer's blood glucose at time of incident was 164 mg/dl. The customer stated insulin is squirting out during the manual prime. Customer was disconnected during primed. The customer stated pump piston continued to move forward after reservoir contact and insulin squired out. The customer stated no numbers appeared on screen, no beeps hear and leaving prime impossible. Customer tried different set. The customer was asked verbally and in written form to return broken pump for analysis. The customer was advised that we are sending replacement pump.